Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4). .

Event description:
It was reported from the (B)(6) that a silent nite 3d one piece appliance experienced broken sleep device parts. Reportedly, the appliance was received with a broken upper right anchor. No additional information was provided regarding the circumstances surrounding the event.